Event description:
A false positive result by the ortho provue was discovered by second level support upon their review of the log files sent from the customer. The provue interpreted the anti-a microtube as 1+ however, based on the images, it was negative. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd second level support reviewed the log files and verified that the false positive was in the anti-a microtube. An ocd field engineer (fe) arrived at the site, created a new reference image and verified all camera adjustments. The fe ran diagnostics test for card reading. All results were acceptable. The customer performed qc and the sample in question and obtained acceptable results on the analyzer. Repairs have returned this instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the incident. Incident is isolated. (B) (4).